Event description:
The customer reported that when a nurse checked on a pt, she noticed the spo2 was alarming on the mp70, however, the pt was desaturating at 54% and was found unresponsive. Customer states they received a visual alarm but not audible.

Manufacturer narrative:
The customer reported that when a nurse checked on a pt, she noticed the spo2 was alarming on the mp70, however, the pt was desaturating at 54% and was found unresponsive. Customer states they received a visual alarm but not audible. The additional info from the users and biomedical engineer indicates that there was no user error or malfunction, but that the users had purposefully set the monitor into the mode where any alarms should not sound at the bedside monitor. Phillips is in the process of obtaining additional info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).